Event description:
When treating pt with bovine collagen the needle totally separated from the syringe. Pt was not impacted by needle or collagen. This is being reported due to possibility of injury with future occurrence.